Event description:
It was reported that during a procedure to treat in-stent stenosis and stenosis near a wallstent a balloon burst occurred. The lesion was located in a mildly tortuous, non calcified subclavian vein. The physician used a synergy/12-4/5.8/75 balloon and it burst during inflation. Number of inflations and to what atmospheres is unknown. The balloon tore circumferentially. The ro marker which was on the shaft fell off once the balloon was removed intact outside of the body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as normal.

Event description:
It was reported that during a procedure to treat in-stent stenosis and stenosis near a wallstent a balloon burst occurred. The lesion was located in a mildly tortuous, non calcified subclavian vein. The physician used a synergy/12-4/5.8/75 balloon and it burst during inflation. Number of inflations and to what atmospheres is unknown. The balloon tore circumferentially. The ro marker which was on the shaft fell off once the balloon was removed intact outside of the body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as normal.

Event description:
It was reported that during a procedure to treat in-stent stenosis and stenosis near a wallstent a balloon burst occurred. The lesion was located in a mildly tortuous, non calcified subclavian vein. The physician used a synergy(B)(4) balloon and it burst during inflation. Number of inflations and to what atmospheres is unknown. The balloon tore circumferentially. The ro marker which was on the shaft fell off once the balloon was removed intact oustide of the body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Type of reportable event corrected from serious injury to malfunction. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was torn circumferentially. It was noted that the shaft inside the balloon material was missing, it had broken away at the distal balloon bond and just above the lapweld fingers. It was noted that the lapweld area was fully intact. The location of the break and its location is most probably caused due to the removal of the device after the balloon material tore circumferentially. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).